Manufacturer narrative:
The siemens technical solutions center (tsc) was contacted by the customer. The customer did not provide the tsc with any patient data and would not provide any further information on the patients. After the customer stated they were obtaining low sodium and potassium results, the tsc instructed the customer to perform an integrated multisensor technology (imt) clean and to change the x tubing, sensor and to run condition and diluent check. After diluent check failed multiple times, the tsc instructed the customer to replace and align the imt probe and to replace the mono pump rotary valve seal. The tsc also determined that the customer was using a swinging bucket centrifuge and spinning samples for 10 -15 minutes. The tube vendor recommended spin time is 10 minutes. The tsc recommended that the customer follow the tube vendor recommendations for proper centrifugation. The cause of the discordant na and k results is unknown. The cause for improper sample handling is failure to follow instructions. The customer primed the system and successfully ran qc. The customer reran the patient samples. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na) and potassium (k) results were obtained on eight patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned them. The customer did not provide initial, repeat or corrected results for these patient samples. There are no known reports of patient intervention or adverse health consequences due to the discordant na and k results.